Event description:
It is reported that the device was implanted in 2000 and that the pt was revised in 2009, due to stage 2 osteolysis.

Manufacturer narrative:
Eval summary: as part of the complaint investigation for osteolysis, a team was formed to investigate a probable cause. The following areas were explored: literature research, clinical data, histology analysis, design aspects, wear testing, locking mechanism testing, micro-motion testing, and baseplate/screw interaction. After reviewing the results from the activities described above, the team concluded that there is no definitive cause that explains the reported osteolysis, and that the incidence of osteolysis was no greater than that in other systems. Whereas wear debris in the human body may lead to the formation of osteolysis, there are many factors that contribute to this condition. It is unlikely that any deficiency of the implanted device itself directly contributed to this particular incident. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.